Event description:
It was reported that an eagle cervical plate was implanted in a pt. When the pt awokee there were neurological complications and a CT scan was taken. Picture confirmed that a screw was protruding into the spinal canal. A revision was performed and the plate and screws were removed. The surgeon claims that the screw pushed through the plate however when removed all of the bushing were in place and the screw could not be pushed through the bushing. As surgical intervention occurred an MDR is being filed to document this event.